Event description:
It was reported that since implantation, the pt has had coil retention problems. The implant is positioned quite close to the neck. Thinning the skinflap and different cmd-coils improved only temporarily. Therefore, in december, another thinning was tried together with repositioning of the housing. Since this surgery, the implant can be felt well, but the coil retention is very weak. In addition, the pt has to strongly press the coil to be able to perceive sound. Testing showed normal impedance values, but not changes at different stimulation amplitudes. Telemetry measurements show normal results when pressure is applied to the telemetry coil. The telemetry coil is not sufficiently hold to the implant by magnet strength.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.